Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure had been performed, and a 31mm watchman flx pro closure device was implanted. At the routine 45-day follow-up visit, transesophageal echocardiogram (tee) imaging revealed a device related thrombus (drt) along the threaded insert and on the atrial-facing surface of the closure device. The closure device remained well seated at the laa ostium in all four tee views, with no peri-device leak and adequate compression meeting release criteria. It was reported that the patient was changed from xarelto to plavix and aspirin on the day of the index procedure but had been non-compliant with the prescribed regimen. In response to the drt, the physician initiated eliquis and plans to repeat imaging in the coming months. The patient is expected to fully recover.